Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated insulin pump was unresponsive to button presses. It was also found the numbers on the insulin pump was scrolling when the customer attempted to bolus. Customer's blood glucose was 350 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. However, all of the buttons are functioning properly and no ramping numbers noted on the display. The insulin pump has cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and stained end cap sticker noted.